Event description:
On 22nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the arm covers hang loose with risk of detachment. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem & h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the arm covers hang loose with risk of detachment. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 22nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the rear cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the rear cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. The possible root causes of rear cover damaged are: non-conformity of the metal covers assembly, degradation of the metal covers, improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016.

Event description:
On 22nd january, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the rear cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.